Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose . The customer blood glucose level was 800 mg/dl at the time of incident. Customer treated with 10 units of insulin pump taken 30 minutes ago from hospitalization. Troubleshooting was not performed for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.